Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the heavily calcified proximal left anterior descending (lad) artery extending to the mid lad. Following predilation with a 2.0x15mm emerge balloon catheter, a 38 x 3.50 mm promus premier¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion. The physician re-dilated the lesion using the same 2.0x15mm emerge balloon catheter. When the physician attempted to use the same 38 x 3.50 mm promus premier¿ stent, the physician noted that one strut near to the mid and to the distal part of the stent was "prostrated out". The procedure was completed with a 3.5x38mm synergy stent. Ivus and angiogram was performed and displayed good results. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found a stent strut on the proximal portion of the crimped stent was lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the heavily calcified proximal left anterior descending (lad) artery extending to the mid lad. Following predilation with a 2.0x15mm emerge balloon catheter, a 38 x 3.50 mm promus premier¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion. The physician re-dilated the lesion using the same 2.0x15mm emerge balloon catheter. When the physician attempted to use the same 38 x 3.50 mm promus premier¿ stent, the physician noted that one strut near to the mid and to the distal part of the stent was "prostrated out". The procedure was completed with a 3.5x38mm synergy stent. Ivus and angiogram was performed and displayed good results. No patient complications were reported and the patient's status was stable.